Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated they had a note that patient went to turn off their ins last night and that the patient's programmer is broken. Caller did not know if it got broken yesterday or if it was just discovered that it was broken yesterday. No further complications were reported. Additional information was received from a consumer. It was reported that the patient had a fall and had a surgery to resolve the issue. No further patient complications are anticipated or expected as a result of this event.